Event description:
Patient ID: (B)(6). It was reported that this was an attempted arteriotomy closure of the calcified, right common femoral artery using two perclose prostyle devices after a navitor interventional procedure using an 18f sheath. During pre-closing with the prostyle device, everything went well, but there were two failed uses post-procedure. Details on the specific failure were not able to be obtained. Reportedly, a right femoral artery occlusion occurred at the end of the procedure. Balloon valvuloplasty was performed and an 8.0x29 mm non-abbott covered stent was implanted to treat the access site occlusion. Though requested, information on the right femoral artery occlusion were not able to be obtained to identify if this was a result of a back wall stitch. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use (IFU) as a possible adverse event of use of the device. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. The reported patient effect of occlusion is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. The additional prostyle device referenced in b5 is captured under a separate medwatch report.